Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high". A specific bg value was not provided. Bg level was addressed with a correction bolus via the pump. Reportedly, the cartridge had been reused. Tandem technical support educated the customer on cartridge labeling.